Manufacturer narrative:
The technician found the head end brake linkage was worn. He replaced the brake linkage to repair the stretcher.

Event description:
Info received indicates, the head end brake casters will not engage into brake.